Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿never apply excessive force to connectors. This could damage the connectors.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that the connector was damaged because a large load (e.g. A hard object accidentally hit) deviating from the service conditions was momentarily applied from the outside and fragments were caught in the lock mechanism, and then the endoscope connection was interfered.

Manufacturer narrative:
The device was received by olympus, and during evaluation, a piece of the scope was found to be lodged inside of the scope socket causing the locking mechanism to stick intermittently. Additionally, minor cosmetic wear and tear was found, and the front panel was found to be discolored. It was also found that the device need a switch upgrade. The device was serviced with replacement parts, and passed all functional testing. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported a video connection issue. There was no patient involvement associated to this report. No additional information was provided.